Event description:
It has been reported to philips that the allura xper fd20 system did not start and that the problem was intermittent. The system was in clinical use, but no harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system did not start. The emergency mushroom button was pressed accidently, and equipment got turned off. When fse turned on the system, there was no image on the monitor of the ip pc. Fse confirmed that the actual issue is with the ip pc and sudden shut down of the equipment. Fse reinstalled the software of the ip pc. The issue got resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.